Event description:
In december 2005, the physician placed one catheter each to ptcd from the right and left livers. In january 2006, drainage of bile from the left liver ceased. On january 11, 2006 fluoroscopy revealed severance of the catheter tip, approximately 10cm from the distal end. The proximal portion of the catheter was removed from the patient. At this time, there are no plans for a special procedure to remove the fragmented portion.